Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension sets with one-link needle-free lv connector presented a back-flow of blood during patient infusion. It was further reported that when the nurse picked up the tubing it was filled with blood from the patient to the second port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph was provided for evaluation. In the photograph provided, foreign matter which seems like blood was observed; however, the actual device itself could not be identified. The reported event could not be objectively verified. Should additional relevant information become available, a supplemental report will be submitted.